Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a detached end cap. Unable to verify the compromised force sensor system alarm or perform the basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the bottom of the insulin pump was loose. Device alarmed a compromised force sensor system alarm. Customer's blood glucose was 107 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.